Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an ¿impella in aorta¿ alarm occurred, and imaging revealed the pigtail catheter had crossed the aortic valve; the device was subsequently advanced back into proper position without further issue.

Manufacturer narrative:
Device in wrong position : the cause of the positioning issue was unable to be determined due to insufficient clinical details. Additional information has been provided in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, investigation conclusions).